Event description:
The hosp reported that during a knee arthroscopy the pump quit flowing. The unit registered that it was running but no fluid was flowing. The flow problems resulted in a lengthened surgery and bloodier than usual. There were no injuries or major complications to the pt.